Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda, difficulty grasping, and tissue injury appear to be related to patient morphology/pathology (friable leaflets). Tissue injury is listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), dilated left atrium, friable leaflets and a flail posterior leaflet for a mitraclip procedure. During the procedure, mitraclip (cds-0706-xtw 50127a5054) was implanted at central anterior and posterior leaflet 2 (a2p2)successfully. Mitraclip (cds0706-xtw 50214a1098) was prepped to be deployed lateral to a2p2. Multiple attempts of grasping the leaflets were made and insertion was confirmed. The posterior leaflet slipped out of the clip. Tissue damage was observed. Final grasping attempt was made and the clip was deployed. Single leaflet device attachment (slda) occurred from posterior leaflet and perforated tissue was observed. Per the physician, the slda was due to patient's friable leaflets. No additional clips were implanted. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), dilated left atrium, friable leaflets and a flail posterior leaflet for a mitraclip procedure. During the procedure, mitraclip (cds-0706-xtw 50127a5054) was implanted at central anterior and posterior leaflet 2 (a2p2)successfully. Mitraclip (cds0706-xtw 50214a1098) was prepped to be deployed lateral to a2p2. Multiple attempts of grasping the leaflets were made and insertion was confirmed. The posterior leaflet slipped out of the clip. Tissue damage was observed. Final grasping attempt was made and the clip was deployed. Single leaflet device attachment (slda) occurred from posterior leaflet and perforated tissue was observed. Per the physician, the slda was due to patient's friable leaflets. No additional clips were implanted. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay. No additional information was provided.